Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is regarding a caregiver (cg) needing help with a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3/4. Root cause was determined to be user error per the information provided in the complaint. A batch review was conducted on lot h10e12069 and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 3 of 4. The home patient (hp) had reportedly disconnected himself in his sleep and the bed was all wet. The technical service representative (tsr) assisted hp with troubleshooting the alarm. The tsr advised the hp to contact the nurse. During a follow up with the hp's wife regarding the disconnection, it was revealed that the cassette tubing unhooked from the transfer set during sleep. The wife explained that she thinks the cassette unhooked because the hp frequently twists and turns during sleep, but added that this was the first time it happened. The wife confirmed that the nurse was notified. Per the wife, hp did not receive any antibiotics and did not have any injury or harm as a result of this incident. The wife stated that there were no defects on the supplies, and the transfer set is still in use. Per the wife, the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.